Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient sustained a shoulder injury from wearing the device. The patient was prescribed pain medication as a result of the injury. The patient decided to remove the lifevest to allow the shoulder injury to improve.